Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the lid was loose in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4: PMA / 510(k)#: k213670, k231373. Investigation summary: bd received one photo for investigation. The photo was visually evaluated and does not show the customer's indicated failure mode. A total of 100 retained samples were visually inspected, with the hemogard closure assembly correctly assembled and placed on the tubes, and no issues were identified. Additionally, 10 retained samples underwent functional tests, with all weights being within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper creepout. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.